Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The caller was assisted by technical support to reset the pump, and they were instructed to continue using it, with the instruction to contact support again if the malfunction code reappeared.